Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed compromised force sensor system during the manual prime process. The patient's blood glucose at the time of incident was 194 mg/dl. The insulin pump did not have any apparent anomalies. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Unit passed self-test, unexpected restart error test, rewind and displacement test. However, unit alarmed prime during basic occlusion test due to slightly loose drive support disk. Device received with broken battery tube threads and minor scratches on lcd window.